Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 1st october 2012. The device was returned for ¿red status indicator flashing¿. Throughout the history log the device records multiple manual power ons of 10 minutes duration which lead to the depletion of a pad-pak causing the user to be alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led, as per the reported fault. The fault was traced back to the corrosion observed on the membrane tail. The j11 measurements returned to a level of a known good device when the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail as a result of suspected storage outside the indicated conditions. However, this could not be verified by other means; i.e no corrosion on screws or usb contact collars or elsewhere within the device. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a 350p.

Event description:
Red status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing. There was no patient involved in this event.